Manufacturer narrative:
The customer indicated that the fiber tips "lasted less than two minutes of activation time before the tips of each fiber broke off." Analysis of the distal tips of the fibers revealed evidence of fiber burn back instead of fiber breakage. The fiber burn back was likely caused during fiber direct contact with a kidney stone. Such burn back can occur during normal laser lithotripsy when the fiber contacts a strong side of the stone and too high of shock forces (high laser energy settings) are used to fragment the stone. The successful testing of the fibers after reprocessing and the presence of a pilot beam with successful laser energy transmission indicates that these fibers were fully capable of function as intended. Excessive burn back likely due to user mishandling or user aggressive stone fragmentation techniques. No further action is required on this complaint at this time. It was indicated that there was no patient injury reported. There were no faults found with fibers as manufactured. Dmta was notified of late fiber arrival, so emdr submission was delayed.

Event description:
"The tip on each laser fiber lasted less than two minutes of activation time before the tips of each fiber broke off. The physician was able to finish the procedure, but the account had to go through an extra laser fiber to do so."